Event description:
It was reported that a patient was afraid that her device wasn¿t working and there was a loss of therapeutic effect. It was noted that the patient had a case of vaginitis from wearing an incontinence pad and heat had built up and the patient got a fungal infection and was in the middle of that. The reporter stated that as a result the patient turned stimulation down from 1.7 volts to 1.6 volts because she thought it might help with the pain for a couple of days. It was reported that the patient noticed that it wasn¿t really working as well, she went back up to 1.7 volts, and the next night she had an episode of incontinence. It was noted that the patient didn¿t usually have incontinence and she had an overactive bladder. It was reported that on (B)(6) 2014, the patient just barely made it to the bathroom and had a feeling that ¿things were not right.¿ that night the patient was up 6-7 times and had a case of incontinence. It was reported that the patient was so exhausted and didn¿t wake up until 2 the next day, and the night prior to the report she had another case of ¿not total incontinence¿ where she was leaking her entire bladder, but it didn¿t give her enough time, she would get to the toilet and start to leak. The patient wanted to know what she should do and if it took time when she changed the setting to reset and get back to where she was or if she did something to disconnect it. It was noted that the patient was on program 3 and it was the only one that offered any help. It was reported that the vaginitis and fungal infection might be impacting therapy. At the time of the report the patient was on program 3 at 1.7 volts and stimulation was on. The night prior the patient had raised stimulation to 1.8 volts but it immediately gave her pain, so the patient thought it was still in the same position and ¿didn¿t pull it out or anything.¿ it was noted that the patient had contacted her doctor, left a message, and was waiting for a call back. It was reported that the device wasn¿t perfect but had helped greatly and her concern was why it was suddenly not working. The reporter stated that it had only been three months, so it couldn¿t be the implantable neurostimulator (ins), and the patient didn¿t think she¿d pulled the lead. It was noted that the patient hadn¿t had any falls or trauma but did go to marti gras and jumped up for beads and wanted to know if that was enough to dislocate a wire. It was later reported that the event was unrelated to the device and the patient did not require hospitalization.

Manufacturer narrative:
Product ID: 3889-28, lot# va0dhdp, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect and noticed a loss of symptom control 3 weeks ago. The patient noticed going to the bathroom more and getting up more at night. It was noted that the patient was now not sure if the device was working right and wanted to know if there was any way to test the device. The patient used their programmer and confirmed their therapy was on at 1.8v on program 3. It was reported that the patient usually kept stimulation at 1.7v and did not feel much pain and usually did not feel stimulation. The patient used to feel first and second toe pulling and it did not bother them and they understood it was related to the sacral nerve but they stopped experiencing that pulling sensation of their toes and their symptoms returned 3 weeks ago. It was noted that last night the patient put stimulation up as high as they could to see if the device was working and see where they felt pain. The patient increased it to 2.4v and then left it at 2.0v for the night and used the whole roll of toilet paper at night. It was reported that in the morning the patient started feeling pain, they guessed from moving around, and then decreased stimulation because it was too strong but last night stimulation was not painful. The device worked intermittently in the way it controlled the patient's symptoms and when they increased stimulation to help with their symptoms they felt a painful sensation. It was noted that if they turned down stimulation they had no symptom control and only program 3 worked the best for them. They tried other programs and they were all very painful and they felt rectal pain. It was reported that the patient saw their health care provider (hcp) 4 days ago and they put the patient on mediation. The patient had not noticed any difference other than it made them sleep constantly and their hcp did not relate the issue to their device. It was noted that the hcp automatically thought they had interstitial cystitis (ic) and the patient had been to so many hcp's who told them they had ic. The patient went through the treatment of instillations for 3 months and some positories that had to be made. It was reported t hat none of that ever worked and the instillations were effective for 30 minutes and then they had to go to the bathroom. The patient had no trauma and no changes in the last 3 weeks and wanted to know if it was normal for a patient to find a setting that worked and then it would stop working. It was noted that the patient did not believe they had any other medical issues as they had 3 cystoscopies and their bladder looked fine and the issue they had been experiencing in the last 3 weeks was related to their device. They also wanted to know if there were any medications or medical conditions that could cause the device to stop working. It was reported that the patient was dissatisfied with their manufacturer representative because they had the anatomy wrong and the patient had to correct them and they did not have a lot of faith and respect for the manufacturer representative. The manufacturer representative never told the patient that they scheduled their surgery after the trial and the patient could have missed it. It was noted that after implant they tried to reprogram it once and it did not help and the second time the manufacturer representative was sup posed to be at the hcp&#38112;office they never showed up. The patient might try a different program.